Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 460 (mg/dl). Customer also reported that they were experiencing an unspecified illness. Customer administered a correction bolus to treat the bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. During follow-up with the customer later that day, customer reported that their bg levels decreased after changing their infusion site.